Manufacturer narrative:
This report is submitted on 16 october 2020.

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at abutment site, subsequently the patient was treated with antibiotics and underwent a procedure to drain the wound.